Manufacturer narrative:
Additional information: d3, g1,h6. H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1010970 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1010970 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Manufacturer narrative:
Reference manufacturer reports: 1221359-2021-00071; 1221359-2021-00072; 1221359-2021-00073; 1221359-2021-00074; 1221359-2021-00075; 1221359-2021-00077; 1221359-2021-00078. The manufacturing records and quality control release testing were reviewed for kit part number 190-000/ lot 1010970 and test base part number 190-430/ lot 1010970. The lot met the required release specifications. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient 6 of 8. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2020 on a direct tested nasal kitted swab. Repeat testing was not performed. Confirmation testing performed. Although requested information regarding confirmation sample swab type and additional patient information such as patient outcome and impact was not available. Confirmation pcr testing generated negative results and CT values were not provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.